Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to send transmission to clinic through radio frequency (rf) telemetry. An inductive transmitter was sent to the patient and patient was able to send the transmission successfully. The cause of non-functional rf telemetry was unknown. Patient was stable.